Event description:
Two proximal interlocking screws loosened during the implantation period. The implant was revised. The following items were removed as associated products. Alta cfx rt rod, catalog # 5229-6-360 alta im rod cap screw, catalog # 5230-7-105.

Manufacturer narrative:
Additional information:evaluation results suggest that this event would not be associated with the device but rather would be patient related.